Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes is missing a label. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: kindly assist to inform zuellig that the following batch shown below doesn¿t have any batch/expiry label sticker on it

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing shelf pack label was observed. Additionally, two (2) retained shelf packs from bd inventory were evaluated by visual examination and the issue of missing labels was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode based on the photograph provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.